Manufacturer narrative:
Device expiration date: march 10, 2013.

Event description:
Reportedly, the subject ICD was explanted. No additional information was provided.

Event description:
Reportedly, the subject ICD was explanted. No additional information was provided.

Manufacturer narrative:
(B)(4).